Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through the stryker facebook page, "I have stryker hip replacements . Now they make noise when I bend . They are are 8 years old . Don¿t know if I would trust them with my knees ." Additional facebook comment received, "thank you for getting back to me . Let me get my information together so I can be accurate . This is part of my replacement that had to be changed when I cracked my femur in the nursing home"